Event description:
The customer reported that blood glucose reading was high. Customer blood glucose at that time was 305mg/dl. Troubleshooting was done. The customer reported that the insulin pump had keypad anomaly. Customer stated that the scrolling up and down the menu by itself. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. No damage was noted in the keypad assembly. No unlocked connectors were noted. No scrolling number anomaly was noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. The insulin pump was received with a cracked display window corner, battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.